Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that there was no output power on system startup. Further troubleshooting found the distribution box has power, but it does not power on. The dcps (direct current power supply) was defective, resulting in no power output. To resolve the reported issue, the fse replaced the pdu fantray and dcps, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.